Event description:
For the past 4 years I have been getting ill. I got mentor silicone implants in 2004. But over the last 4 years, I have excruciating breast pain, full body pain, fully body rashes, chronic sinus infections, fatigue, malaise, dry eyes, depression, bleeding gums, and am now diagnosed with fibromyalgia, chronic fatigue and lipomatosis because the drs don't know what else it could be. I've had numerous tests. I have all the symptoms of bii (breast implant illness). My implants have bottomed out, I have capsular contracture and like I said, excruciating full body pain. My breasts hurt so bad, they can't even be touched. The FDA now recognizes bii and I want to report my symptoms. Silicone implants are toxic and I need mine explanted, as they are killing me slowly. (B)(6) 2019 I had 12 painful angiolipomas removed under general anesthesia. They cannot explain why I am getting so many of these reoccurring in my body. I believe it's due to bii. FDA safety report ID# (B)(4).